Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with high active current and high sleep current. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm. Problem isolated to electronic assembly.

Event description:
It was reported that customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The insulin pump will be returned for analysis.